Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C38207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "patient has a tilted uterus making placement difficult". The patient's medical history included obesity, carpal tunnel release, carpal tunnel syndrome (carpal tunnel syndrome on left), cholecystectomy, ovarian cyst, moniliasis vaginal, uterine bleeding, uterine leiomyoma, menstrual cramps and c-section. Abdominal and transvaginalfundal uterine fibroid is seen and measures 4.3 x 4.9 x 3.5 cm in size. The right ovary was not seen a corpus luteum is seen in the left ovary, this measures 2.0 x 2.0 x 1.6cm para-ovarian cyst seen in the left adnexa= 2.2 x 2.1 x 2.3 cm. Previously administered products included for an unreported indication: cyanocobalamin, ferrous sulfate, valacyelovir, norethindrone ethinylestradiol- and loratadine. Concurrent conditions included autoimmune disorder since 2018. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for birth control. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and complication of device removal ("she has a lot of scar tissue from her c-section, took three hours instead of one and needed extra help"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, vaginal infection and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side 4 coils noted after placement and other side 3 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: clinical history. Submucosal fibroids. Pathologic diagnosis- uterus, myomectomy: 1. Fragmented smooth muscle, consistent with leiomyoma(s), as clinically stated. 2. Early proliferative-phase endometrium gross description. A. Uterus, myomectomy: container label: uterine myomectomy. Fixative: formalin. General: 5.5 x 4.5 x 1.2 cm aggregate of soft tissue (4.5 g). Cassettes: a1-3, ns. Procedure: hysteroscopy with dilation and curettage of uterus using hysteroscopic rotating cutter blade. With removal of uterine fibroid chief complaint: menorrhagia, submucosal fibroid. Sip essure procedure performed: operative hysteroscopy, myomectomy with myosure menorrhagia. Previous d&c with hysteroscopy done at the time of her essure showed a submucosal fibroid. We discussed myosure for further evaluation with removal of any submucosal fibroid. She had been on megace prior to this procedure to help with the abnormal bleeding. The procedure, risks, complications, and possible need for further intervention was discussed with the patient and appropriate consent form was signed; on (B)(6) 2017: clinical history- uterus with bilateral fallopian tubes and upper part of cervix operation- a: uterus with bilateral fallopian tubes and upper part of cervix, resection pathologic diagnosis a. Uterus with bilateral fallopian tubes and upper part of cervix, resection: 1. Uterine leiomyomata. 2. Inactive endometrium. 3. Unremarkable bilateral fallopian tubes gross description. A. Uterus with bilateral fallopian tubes and upper part of cervix, resection: container label: "uterus with bilateral fallopian tubes and upper part of cervix" fixative: formalin general appearance: received is a hysterectomy specimen, with bilateral, fabricated fallopian tubes, 147 grams (without adnexa), and 9.5 cm endocervical stump to fundus, 4.5 cm cornu to cornu, and 7.5 cm anterior to posterior. Serosa: smooth pink-tan main findings: number of nodules: 2, ranging from 3.0 to 3.5 cm in greatest dimension. Location: sub serosal cut surfaces: predominantly grey-white, well circumscribed, whorled and bulging. Myometrium thickness: uniform, up to 2.5 cm myometrium appearance: pink-tan, coarsely trabeculae endometrium thickness: 0.1 cm endometrium appearance: tan-brown, triangular other findings: submitted separately are two fabricated segments of fallopian tube, measuring 3.5 x 0.5 cm and 3.0 x 0.5, with grossly unremarkable cut surfaces.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added medical history. Added events patient has a tilted uterus making placement difficult and she has a lot of scar tissue from her c-section, took three hours instead of one and needed extra help. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. C38207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "patient has a tilted uterus making placement difficult". The patient's medical history included carpal tunnel release, carpal tunnel syndrome (carpal tunnel syndrome on left), cholecystectomy, ovarian cyst, moniliasis vaginal, uterine bleeding, uterine leiomyoma, menstrual cramps and c-section. Abdominal and transvaginalfundal uterine fibroid is seen and measures 4.3 x 4.9 x 3.5 cm in size. The right ovary was not seen a corpus luteum is seen in the left ovary, this measures 2.0 x 2.0 x 1.6cm para-ovarian cyst seen in the left adnexa= 2.2 x 2.1 x 2.3 cm current weight 230 lbs. Previously administered products included for an unreported indication: cyanocobalamin, ferrous sulfate, valacyelovir, norethindrone ethinylestradiol- and loratadine. Concurrent conditions included autoimmune disorder since 2018 and morbid obesity. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for birth control. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("she has a lot of scar tissue from her c-section, took three hours instead of one and needed extra help"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, vaginal infection and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion details:- left side 4 coils noted after placement and other side 3 coils present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: clinical history submucosal fibroids. Pathologic diagnosis- uterus, myomectomy: 1. Fragmented smooth muscle, consistent with leiomyoma(s), as clinically stated. 2. Early proliferative-phase endometrium gross description a. Uterus, myomectomy: container label: uterine myomectomy fixative: formalin general: 5.5 x 4.5 x 1.2 cm aggregate of soft tissue (4.5 g) cassettes: a1-3, ns procedure: hysteroscopy with dilation and curettage of uterus using hysteroscopic rotating cutter blade. With removal of uterine fibroid chief complaint: menorrhagia, submucosal fibroid. Sip essure procedure performed: operative hysteroscopy, myomectomy with myosure menorrhagia. Previous d&c with hysteroscopy done at the time of her essure showed a submucosal fibroid. We discussed myosure for further evaluation with removal of any submucosal fibroid. She had been on megace prior to this procedure to help with the abnormal bleeding. The procedure, risks, complications, and possible need for further intervention was discussed with the patient and appropriate consent form was signed; on 10-nov-2017: clinical history- uterus with bilateral fallopian tubes and upper part of cervix operation- a: uterus with bilateral fallopian tubes and upper part of cervix, resection pathologic diagnosis a. Uterus with bilateral fallopian tubes and upper part of cervix, resection: 1. Uterine leiomyomata. 2. Inactive endometrium. 3. Unremarkable bilateral fallopian tubes. Gross description- a. Uterus with bilateral fallopian tubes and upper part of cervix, resection: container label: "uterus with bilateral fallopian tubes and upper part of cervix" fixative: formalin. General appearance: received is a hysterectomy specimen, with bilateral, fabricated fallopian tubes, 147 grams (without adnexa), and 9.5 cm endocervical stump to fundus, 4.5 cm cornu to cornu, and 7.5 cm anterior to posterior. Serosa: smooth pink-tan main findings: number of nodules: 2, ranging from 3.0 to 3.5 cm in greatest dimension. Location: sub serosal cut surfaces: predominantly grey-white, well circumscribed, whorled and bulging. Myometrium thickness: uniform, up to 2.5 cm myometrium appearance: pink-tan, coarsely trabeculae endometrium thickness: 0.1 cm endometrium appearance: tan-brown, triangular other findings: submitted separately are two fabricated segments of fallopian tube, measuring 3.5 x 0.5 cm and 3.0 x 0.5, with grossly unremarkable cut surfaces.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received- new event weight gain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C38207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, carpal tunnel release, carpal tunnel syndrome (carpal tunnel syndrome on left), cholecystectomy, ovarian cyst, moniliasis vaginal, uterine bleeding and uterine leiomyoma. Abdominal and transvaginalfundal uterine fibroid is seen and measures 4.3 x 4.9 x 3.5 cm in size. The right ovary was not seen a corpus luteum is seen in the left ovary, this measures 2.0 x 2.0 x 1.6cm para-ovarian cyst seen in the left adnexa= 2.2 x 2.1 x 2.3 cm. Previously administered products included for an unreported indication: cyanocobalamin, ferrous sulfate, valacyelovir, norethindrone ethinylestradiol- and loratadine. Concurrent conditions included autoimmune disorder since 2018. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for birth control. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy. And ablation). Essure was removed on 10-nov-2017. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side 4 coils noted after placement and other side 3 coils present diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: clinical history submucosal fibroids. Pathologic diagnosis- uterus, myomectomy: 1. Fragmented smooth muscle, consistent with leiomyoma(s), as clinically stated. 2. Early proliferative-phase endometrium gross description a. Uterus, myomectomy: container label: uterine myomectomy fixative: formalin general: 5.5 x 4.5 x 1.2 cm aggregate of soft tissue (4.5 g) cassettes: a1-3, ns procedure: hysteroscopy with dilation and curettage of uterus using hysteroscopic rotating cutter blade. With removal of uterine fibroid chief complaint: menorrhagia, submucosal fibroid. Sip essure procedure performed: operative hysteroscopy, myomectomy with myosure menorrhagia. Previous d&c with hysteroscopy done at the time of her essure showed a submucosal fibroid. We discussed myosure for further evaluation with removal of any submucosal fibroid. She had been on megace prior to this procedure to help with the abnormal bleeding. The procedure, risks, complications, and possible need for further intervention was discussed with the patient and appropriate consent form was signed; on 10-nov-2017: clinical history- uterus with bilateral fallopian tubes and upper part of cervix operation- a: uterus with bilateral fallopian tubes and upper part of cervix, resection pathologic diagnosis a. Uterus with bilateral fallopian tubes and upper part of cervix, resection: 1. Uterine leiomyomata 2. Inactive endometrium 3. Unremarkable bilateral fallopian tubes gross description- a. Uterus with bilateral fallopian tubes and upper part of cervix, resection: container label: "uterus with bilateral fallopian tubes and upper part of cervix" fixative: formalin general appearance: received is a hysterectomy specimen, with bilateral, fabricated fallopian tubes, 147 grams (without adnexa), and 9.5 cm endocervical stump to fundus, 4.5 cm cornu to cornu, and 7.5 cm anterior to posterior. Serosa: smooth pink-tan main findings: number of nodules: 2, ranging from 3.0 to 3.5 cm in greatest dimension. Location: sub serosal cut surfaces: predominantly grey-white, well circumscribed, whorled and bulging. Myometrium thickness: uniform, up to 2.5 cm myometrium appearance: pink-tan, coarsely trabeculae endometrium thickness: 0.1 cm endometrium appearance: tan-brown, triangular other findings: submitted separately are two fabricated segments of fallopian tube, measuring 3.5 x 0.5 cm and 3.0 x 0.5, with grossly unremarkable cut surfaces.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C38207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, carpal tunnel release, carpal tunnel syndrome (carpal tunnel syndrome on left), cholecystectomy, ovarian cyst, moniliasis vaginal, uterine bleeding and uterine leiomyoma. Abdominal and transvaginal fundal uterine fibroid is seen and measures 4.3 x 4.9 x 3.5 cm in size. The right ovary was not seen. A corpus luteum is seen in the left ovary, this measures 2.0 x 2.0 x 1.6cm para-ovarian cyst seen in the left adnexa= 2.2 x 2.1 x 2.3 cm. Previously administered products included for an unreported indication: cyanocobalamin, ferrous sulfate, valacyclovir, norethindrone ethinylestradiol- and loratadine. Concurrent conditions included autoimmune disorder since 2018. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for birth control. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side 4 coils noted after placement and other side 3 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: clinical history submucosal fibroids. Pathologic diagnosis- uterus, myomectomy: fragmented smooth muscle, consistent with leiomyoma(s), as clinically stated. Early proliferative-phase endometrium. Gross description- uterus, myomectomy: container label: uterine myomectomy. Fixative: formalin. General: 5.5 x 4.5 x 1.2 cm aggregate of soft tissue (4.5 g). Cassettes: a1-3, ns. Procedure: hysteroscopy with dilation and curettage of uterus using hysteroscopic rotating cutter blade. With removal of uterine fibroid chief complaint: menorrhagia, submucosal fibroid. Sip essure. Procedure performed: operative hysteroscopy, myomectomy with myosure menorrhagia. Previous d&c with hysteroscopy done at the time of her essure showed a submucosal fibroid. We discussed myosure for further evaluation with removal of any submucosal fibroid. She had been on megace prior to this procedure to help with the abnormal bleeding. The procedure, risks, complications, and possible need for further intervention was discussed with the patient and appropriate consent form was signed; on (B)(6) 2017: clinical history- uterus with bilateral fallopian tubes and upper part of cervix, operation- uterus with bilateral fallopian tubes and upper part of cervix, resection pathologic diagnosis. Uterus with bilateral fallopian tubes and upper part of cervix, resection: uterine leiomyomata. Inactive endometrium. Unremarkable bilateral fallopian tubes. Gross description- uterus with bilateral fallopian tubes and upper part of cervix, resection: container label: "uterus with bilateral fallopian tubes and upper part of cervix" fixative: formalin. General appearance: received is a hysterectomy specimen, with bilateral, fabricated fallopian tubes, 147 grams (without adnexa), and 9.5. Cm endocervical stump to fundus, 4.5 cm cornu to cornu, and 7.5 cm anterior to posterior. Serosa: smooth pink-tan. Main findings: number of nodules: 2, ranging from 3.0 to 3.5 cm in greatest dimension. Location: sub serosal. Cut surfaces: predominantly grey-white, well circumscribed, whorled and bulging. Myometrium thickness: uniform, up to 2.5 cm. Myometrium appearance: pink-tan, coarsely trabeculae. Endometrium thickness: 0.1 cm. Endometrium appearance: tan-brown, triangular. Other findings: submitted separately are two fabricated segments of fallopian tube, measuring 3.5 x 0.5 cm and 3.0 x 0.5, with grossly unremarkable cut surfaces. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis,dysmenorrhea (cramping) were added. Medical history, lot number, historical and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.